Event description:
Reporter noted during air/fluid exchange the pressure dropped to zero. Follow-up noted some bleeding into the anterior chamber at the time of the incident, but problem is resolving. Pt prognosis is listed as favorable.